Event description:
It was reported that the patient presented in the emergency room with the implantable cardioverter defibrillator in back-up. Firmware was reloaded successfully. The patient was fine.